Manufacturer narrative:
One lighttrail reusable 600¿m laser fiber was received for evaluation. Visual analysis revealed that the fiber was returned broken. The fiber measured approximately 208.5 cm from the top of the connector to the break. The jacketing was slightly melted at the break indicating that the fiber broke while laser energy was being applied. The remainder of the fiber including the distal tip was not returned. The condition of the returned device confirms the event. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a lighttrail reusable 600um laser fiber was used during a holep procedure in the prostate performed on (B)(6) 2018. Reportedly, this was the first use of the fiber, the laser was set to enucleation mode and laser settings used were 3000 mj and 15 hz. According to the complainant, during the procedure and outside the patient, the laser fiber broke, there was a break of the fiber port and a flash noted near the connector which also caused damage to the optic lens of the scope. The procedure was completed by changing the fiber port and using another lighttrail reusable 600um laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported that the device was not used past its expiry date. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a lighttrail reusable 600um laser fiber was used during a holep procedure in the prostate performed on (B)(6) 2018. Reportedly, this was the first use of the fiber, the laser was set to enucleation mode and laser settings used were 3000 mj and 15 hz. According to the complainant, during the procedure and outside the patient, the laser fiber broke, there was a break of the fiber port and a flash noted near the connector which also caused damage to the optic lens of the scope. The procedure was completed by changing the fiber port and using another lighttrail reusable 600um laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.